Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure mode. The electrical continuity test failed. As a result, the energy activation of instrument would not work if activated on an in-house system. No visible damage to the conductor wire was found at the back end and distal end. The wire path must be severed or shorted internally along its path. Energy activation test was then conducted on an in-house system as an additional check. A wet paper towel was held between the grips and no steam or smoke was observed when the pedal was pressed as expected. The grip force test on was performed as additional testing and all readings were above the minimum requirement of 4.25 lbf. The instrument grip tips were x-rayed to determine where the conduct wire was broken. It was observed that the conductor wire was broken internally at the weld location to the jaw electrode. The instrument was used to seal compressed test tissue to confirm the sealing problem. No tissue effect and no sealing output was seen in all test cases, regardless of tissue thickness. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument stopped sealing. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument stopped sealing. The instrument was replaced and the procedure was completed with a backup instrument. There was no reports of fragment(s) falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following additional information: the patient's tissue was less than 7mm. The patient had not undergone any pre-surgical chemotherapy or radiation treatments and the vessels were not calcified. The vessel sealer extend was functioning until halfway through the case before encountering the reported issue. No audible tones were noted during the sealing cycle to confirm the completion of sealing. No error codes or messages were displayed. The surgeon did not see any thermal effects on the patient¿s tissue. The instrument did not encounter any staples or clips during the sealing cycle. No bio debris was seen on the jaws of the instrument.